Event description:
The pt was implanted with a synchromed pump and catheter for intrathecal infusion of baclofen for intractable spasticity in 1997. The pt began to experience increased spasticity and an x-ray rotor study showed the pump motor had stopped. The pt underwent explantation of the pump in 1999. The device was returned to the MFR for analysis. Another synchromed pump was implanted in 1999 and the pt resumed intrathecal baclofen therapy.